Manufacturer narrative:
Initial.

Event description:
It was reported that the charging pad for the ilet pump was not working; the user placed the pump correctly on the pad, but the charger indicator did not remain solid and did not charge the pump, consistent with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charger, consistent with a charging malfunction localized to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.